Event description:
Event description guidant received information that this right ventricular defibrillation exhibited increased threshold and loss of capture as a result of a micro dislodgement one month post implant.